Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous vessel located 'in the right upper arm'. The physician advanced the 6.0 x 40/40 otw sterling balloon dilatation catheter across the lesion. The sterling balloon was inflated one time to 12 atms and ruptured. The procedure was successfully completed with a different device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)